Manufacturer narrative:
On 11/11/2019, date of surgery was received. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and was presented with capsular contracture; baker grade iii on her left side postoperatively. As a result, the device was explanted, and replaced on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/7/2020, mentor became aware that the replacement device used on (B)(6) 2019 was catalog number 3503001bc; and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).